Event description:
The pt presented with beading at the cosmoderm treatment sites. The physician prescribed massage to treat the beading. Additional information: per the report summary, the physician performed subcision and direct resection to treat the beading. The physician reported that the direct resection was effective. Follow up findings: per the physician, the product used was cosmoplast, not cosmoderm.